Manufacturer narrative:
Per the investigation, this odor/smells complaint was the result of a non-vacuum system vapor related odor. The failure mode for this event of odor was not confirmed to be related to the use of a less oxidatively stable vacuum pump oil addressed in CAPA. As a result, this complaint is deemed not reportable for odor/smells because there is no serious injury trigger related non-vacuum system related odors in sterrad® sterilizers. Also, if this malfunction were to reoccur, a serious injury or death is not likely.

Event description:
An international customer reported an event of a "strong odor" emitting from the sterrad® nx sterilizer. One healthcare worker (hcw) experienced a reaction of red eye for one day and asthma for 24 hours. The hcw did not seek nor receive any medical attention/treatment and is reported to be "good." This event is being reported as a malfunction report subsequent to a serious injury for event for odor dated (B)(6) 20/14.

Manufacturer narrative:
Ni